Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps4 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system failed to allow motorized motions. No pt serious injury or death was reported related to this event.